Event description:
The user facility reported that during a patient procedure the 3085 surgical table tilted to the side. One employee stabilized the patient while another employee adjusted the table back to position via the hand control. No injuries or procedural delays/cancellations were reported. The user facility also reported that during another patient procedure the table went into trendelenburg from head-up, almost sliding the patient off the table. The surgeon used the hand control to correct the position. The hand control turned on for a few second and then turned off. Another hand control was connected to the table and table was able to be commanded to the desired position. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the table and found the table control board was physically damaged and a compromised p4 connector. The technician further inspected the unit and found that one of the larger white plugs from the power control assembly has been routed over the top of the battery charger. When the table lowered, the plugs on the bottom of the table control board made contact with that obstruction (white plug) and damaged p-4 on the table and control board, which is the input for the foot control. The table was placed into service in 2000, is not under steris service contract and is serviced and maintained by a third party service provider. The user facility ordered the parts to place the table back into service, made the repairs and placed the table back in service.